Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s caregiver stated the tubing had fallen off the pump and that the connector on the tubing had broken. The break occurred when the patient removed the pump while getting dressed. The caregiver wished to continue using the same cartridge while replacing the remaining supplies, and the agent guided them through the supply-change process. The reported connector lot number was 30923, and the infusion set lot number was 6005554. The patient¿s blood glucose was affected, reaching 218 mg/dl and remaining above range since the morning. No backup therapy was used, and no medical intervention or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.